Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.

Event description:
The pt, a 9 y/o iddm, obtained a blood glucose result of 176 mg/dl on his one touch ii meter at 6/p on 8/5. This was a typical day for the pt, he took his usual 16u nph in the am, ate regular meals and, after his 6/p reading, took his evening dose of insulin (4u nph). At approx 6:30/p, he complained to his mother that he was dizzy, wanted dinner and shortly thereafter fell into a seizure. A blood glucose test taken during the siezure (6:45/p) was 146 mg/dl. Paramedics were contacted, arrived at 7/p and received a blood glucose result of 38 mg/dl on their meter (brand unk). The pt was treated with IV glucose, transported to the hosp for observation and released later that evening. The meter is cleaned according to MFR's recommendations, however, quality control tests designed to detect potentially inaccurate results are not performed. Meter calibration status is unk at this time.